Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.